Manufacturer narrative:
Retainer ring = black customer complained on (B)(6) 2021 the insulin pump alarmed critical pump error. P-cap / reservoir locks properly into place. Insulin pump successfully downloaded traces and history file using thus. Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Insulin pump successfully downloaded to thus. No critical pump error (open book image) alarm noted during testing and was not found in the insulin pump traces or history files. However, the formatted history file confirmed the insulin pump alarmed pump error 63 variable 15 (line number 9926 file number 2005) due to faulty rf chip on the electrical board. No damage on the electronic assembly, motor or force sensor noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Insulin pump passed functional testing. No critical pump error noted during testing or listed in the insulin pump traces or history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. Retainer ring = black. Customer complained on 11/24/2021 the pump alarmed critical pump error. P-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thus. Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump successfully downloaded to thus. No critical pump error (open book image) alarm noted during testing and was not found in the pump traces or history files. However, the formatted history file confirmed the pump alarmed pump error 63 variable 21 (line number 9926 file number 2005) due to faulty rf chip (u2) on the pcb1 board. No damage on the electronic assembly, motor or force sensor noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. No critical pump error noted during testing or listed in the pump traces or history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The open book image was displayed on the screen of the insulin pump. The insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The insulin pump will be replaced and returned for analysis.